Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he woke up this morning and noticed the insulin pump had tiny bubbles in the tubing. Customer's blood glucose was 107 mg/dl. Customer stated the device had four to five in the middle of the tubing. The size of the air bubbles were about 1/8 in size. Customer was advised that rewinding the device with reservoir in will cause air bubble, was not rewound. Fixed prime was performed till air bubbles were out. Customer stated the air bubbles were not moving. Advised it could be discoloration in the tubing. Customer's got on the line and stated if it could just be a kink on the tubing and it caused it to discolor. No further information reported.